Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing adiditve and hemolysis. The following information was provided by the initial reporter. The customer stated: "blood in tubes not clotting as expected, can be seen following centrifugation, high incidence of hemolyzed samples."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive and hemolysis. The following information was provided by the initial reporter. The customer stated: "blood in tubes not clotting as expected, can be seen following centrifugation, high incidence of hemolyzed samples."

Manufacturer narrative:
Investigation summary: no sst ii (material # 367957) samples were received . It appears there may have been a shipping issue. Therefore, bd used retention samples from the same lot for the investigation. No photos were provided. Complaints for sample quality were not under statistical control for the month of may 2023 ,therefore, additional testing was completed: there were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, poor clot formation and hemolysis, because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for poor clot formation and hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor clot formation and hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.